Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt can no longer hear with her device. She hit her head on the edge of a truck on tuesday, (B)(6) 2012. The external parts are functional. However testing carried out on (B)(6) 2012 shows all electrode channels except two in status hi.